Event description:
A (B)(6) old male patient contacted zoll customer support to report that his monitor 'popped' in a way that sounded like a balloon popping. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor 'popped') has been confirmed. As received, the monitor would not power on. The cause of the 'pop' and inability to power on is damage on the computer / analog (ca) board. There was damage on connector around pin 18 of connector (B)(4). Pin 18 connects the converter to the high voltage capacitors. The cause of the damage appears to be a short from pin 18 to an undetermined component. The root cause of the short is unable to determined but is likely random component failure. No adverse event resulted from the damaged ca board. The patient received a replacement monitor.